Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 66 mg/dl, 250 mg/dl, and 300 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Customer's products have been returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory. This is a final report.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion that was 90% stenosis, calcified, and moderately tortuous. A stent was implanted in the lesion and placement was confirmed with an intravascular ultrasound (ivus) catheter. The stent was well opposed. During withdrawal of the ivus catheter, resistance was met, the catheters guidewire exit port became stuck on the distal edge of the stent. The imaging core of the ivus catheter was removed, a guidewire was inserted and the ivus catheter was able to be withdrawn. Residual stenosis was confirmed proximal to the 1st implanted stent, another stent was implanted and inflated properly completing the procedure. The patient is currently reported to be in "good" condition.